Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a sudden change in condition after the implantable pulse generator (ipg) was reprogrammed from an atrial pacing mode (aair) to a dual pacing mode (dddr), however it was also noted there were no subjective symptoms nor abnormal episodes observed after the reprogramming. The patient experienced diarrhea, possibly due to enteritis, and then cardiopulmonary arrest occurred. The patient was transported to the hospital, cardiac massage was attempted for one and a half hours, but the patient died. The cause of death was noted to be a suspected myocardial effusion, however a causal relationship with the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event could not be denied. It was noted computerized tomography after the patient's death revealed accumulation of pericardial and pleural effusion and an increase in troponin.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was prophylactically reprogrammed from a dual pacing mode (dddr) to an atrial pacing mode (aair) and it was noted there were no subjective symptoms nor abnormal episodes observed after the reprogramming. No device malfunction was observed while the device was in use, however, the device was functioning in a mode susceptible to circuit error and was therefore reprogrammed to preclude harm to the patient. No patient complications have been reported as a result of this event.